Event description:
The caller states that when the end user was driving down the road, she heard a clicking noise and then the chair stopped. When the chair was put into neutral/disengaged motors the device would still not move. The right motor/wheel works fine. The left/motor wheel is locked up. No further information is available.